Manufacturer narrative:
Continuation of d10: product ID a820, lot# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having issues for over 1 month with successful communication with the handset. The company representative (rep) stated that it got to 90 percent and sat for minutes to complete. ¿l/o 1 hr dri 1/1hr and max 12¿. Discussed with the rep this being a known issue and to clear the date from the handset. The rep did that and the communication was much quicker. Discussed clearing data if returns. Discussed importance of reports and to print as needed before clearing additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that software version was unknown but newest personal therapy manager (ptm) version. The cause of difficulty to communicate was determined that the cause due to patient data services memory being full.